Event description:
The patient noted that they had undergone lead revisions in the past due to undesired sensations and inadequate stimulation.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006.